Event description:
It was reported that during an a-fib procedure, the physician was using a reprocessed acunav catheter to perform a double transseptal puncture to gain access to the left atrium for a paroxysmal atrial fibrillation ablation. During the second transseptal puncture, the physician thought that he was too anterior but proceeded with the case. Midway through the procedure after ablating in the left pulmonary vein, the physician checked ice and it was noticed a large pericardial effusion. The patient's blood pressure dropped and the physician immediately ordered the heparin drip stopped and the patient was given 50 mg of protamine with an additional 35 mg after. All the catheters and sheaths were removed from the left atrium and pericardiocentesis was performed. The 1250 ml of fluid were drained from the pericardial sac. The effusion kept coming and the blood pressure was fluctuating. The patient was moved to the operating room and the CT surgeon could assess the aortic root to see if it had in fact been damaged from the anterior transseptal puncture. Upon the patient's chest was open, the aortic root was found to be in perfect condition but there was a 1 cm hole in the roof of the patient's left atrium, requiring 1 or 2 stitches to close. The patient required extended hospitalization with an excellent prognosis and it was expected to make a full recovery. The physician's opinion regarding the causality of the event was possible device related and procedure related. He doesn't believe it was due to a malfunction; rather, manipulating the ablation in the long sheath (st. Jude medical sl1 long sheath) caused the perforation.

Manufacturer narrative:
Product analysis was not performed since it was not returned for bwi investigation. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #: (B)(4). C3 nav variable lasso us catalog #: ln222515ct lot #: 15558654l. Acunav 8f-90 us catalog #: 10135936 lot #: 175594e (stryker reprocessed catheter). Ez steer coronary sinus us catalog #: bd710df282rts lot #: unknown (stryker reprocessed catheter). (B)(4).